Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the during the use of the bd ultra-fine¿ insulin syringe, that the stopper was bent it's is hard to pull the medicine. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the during the use of the bd ultra-fine¿ insulin syringe, that the stopper was bent it's is hard to pull the medicine. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 5201563. Customer states that the stopper is bent and it's hard to pull the medicine. The returned syringe was examined and exhibited a deformed stopper in the barrel which could cause the plunger rod to be difficult to move. Sample was forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) 1ml, 6mm, 31g syringe in an opened polybag from batch# 5201563. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was evaluated via cycle testing (exercising of the plunger rod within the assembled device) and noticeably greater force was required to complete this task, suggesting insufficient lubricant within the syringe barrel. Additionally, the plunger rod/stopper were disassembled from the remainder of the device and the stopper was noted to retain the deformed configuration at that time. Specifically, one side of the stopper appeared pinched. Possible root causes include, but may not be limited to: insufficient lubricant within the syringe barrel resulting in drag which could cause a rolled stopper; misalignment of the plunger rod/stopper to the syringe barrel during assembly on the metro; and/or a supplier related molding defect. CAPA (B)(4) was initiated by the holdrege plant to address damaged/deformed stoppers and their associated root cause(s). Batch# 5201563 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch# 5201563. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200602975] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged and plunger rod difficult to move on lot # 5201563. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.